Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, part of the tip of the mega suturecut needle driver broke off inside the patient and was retrieved. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected and was intact with nothing "out of the ordinary". The surgeon had used the suturecut needle driver earlier in the procedure. When he went to use it again, it was noted that a piece of it was missing. The surgeon does not know a direct cause of the instrument breakage. The instrument was in use for approximately one hour prior to the issue. The surgeon did not notice any issue with the functionality during the procedure. There was no instrument collision reported during the procedure, but the tip was within the patient. The instrument was not removed during the procedure between the initial use and notice of breakage. Upon removing the instrument, the wrist was straightened and the surgical staff did not feel any resistance nor notice damage when removing the instrument from the cannula. No additional damage besides the missing tip. All fragments were retrieved and confirmed via x-rays. No addition surgical procedure was required to remove the fragments. X-rays were taken during the procedure and after removal to confirm there were no other retained surgical items. The procedure was completed robotically. The patient has not returned to the hospital with any complications related to a retained fragment. There are no photos images or video recording of the procedure.

Manufacturer narrative:
A return material authorization (RMA) has been issued and intuitive surgical, inc. (Isi) has requested to have the mega suturecut needle driver be returned for evaluation; however, the instrument has not yet been received as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. This complaint is considered a reportable event due to the following conclusion: it was alleged that the instrument tip broke off and a fragment fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure. At this time, it is unknown what caused the breakage to occur.